Event description:
The healthcare worker complained of burning sensation and skin discoloration on the hand upon removal of a cassette from the collection box. The worker was not wearing gloves when the event occurred. No medical treatment was received and the symptoms resolved within two to three hours. The worker was educated to wear gloves when handling the collection box.